Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, drawer failed to open. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. A technical support specialist (tss) remotely accessed the cabinet and instructed the customer to try the retry button, which did not open the drawer. The tss then ended and restarted the med bank application, logged into the cabinet, and identified pi 55845 error related to cubex. After restarting the application, the drawer opened successfully, and the issue button reappeared. The customer was able to issue medications to the patient without further problems. The system functioned as intended after the technical support specialist troubleshot the device.